Manufacturer narrative:
Additional information: date of event: exact date not provided, best estimate is during 2018, about two years ago. Model: unknown, not provided. Catalog#: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial#: unknown, information not provided. Unique identifier: UDI# is unknown as the lot# was not provided. Date: unknown, information not provided. Exact date not provided, best estimate is during 2018, about two years ago. Explant date: not applicable as the lens remains implanted. Device manufactured date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot number was not provided. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was implanted in the patient¿s operative eye. Two years post-op the patient continues to complain of halos around lights, not just at night. The refraction suggest a half a diopter of cylinder and a spherical equivalent of -.25. She sees well 20/20 for distance and about j3 for near. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.